Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, every 3 days, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was not recovered from the events and remains hospitalized. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.